Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that during use, the machine continuously gives a main alarm, which does not affect treatment but cannot be eliminated. The patient needs to use a ventilator to improve ventilation and increase blood oxygen levels due to the condition. There was no harm to the patient or user. The on-duty nurse pressed the alarm reset button, but it was ineffective. Due to the lack of spare respirators at the time, only this device could be used, resulting in continuous alarm sounds until a spare machine was removed. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.